Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 132 mg/dl. The customer states that the case was completely broken and the display was not readable as well as the drive support cap appears to be loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit display properly and no anomaly noted. However, unit was received with broken off/missing end cap. Unable to perform self-test and displacement test or verify loose drive support disk due to broken off/missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.